Event description:
It was reported that during a percutaneous transluminal coronary angioplasty, stent damage occurred. The 90% stenosed lesion being treated was located in the first diagonal (d1). The lesion was pre-dilated with 2.75x15mm apex balloon. The 2.75x12mm ion mr stent was advanced and would not cross the lesion. The physician withdrew the device and a burr was noted on the stent. A 3.0x20mm ion crossed the lesion and was deployed in the first diagonal. No patient complications were reported and patient status is fine.

Manufacturer narrative:
Device is a combination product. (B)(4).

Manufacturer narrative:
Device evaluated by manufacturer - returned product consisted of a ion stent delivery system (sds) with no original packaging or other devices. The balloon was tightly folded and the stent was located between the markerbands. Four struts in the fourth proximal row, two struts in the fifth proximal row, and five struts in the eighth and ninth proximal rows were bent back distally. There is no other damage to the device. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that during a percutaneous transluminal coronary angioplasty, stent damage occurred. The 90% stenosed lesion being treated was located in the first diagonal (d1). The lesion was pre-dilated with 2.75x15mm apex balloon. The 2.75x12mm ion mr stent was advanced and would not cross the lesion. The physician withdrew the device and a burr was noted on the stent. A 3.0x20mm ion crossed the lesion and was deployed in the first diagonal. No patient complications were reported and patient status is fine.